Event description:
One hundred grams of bone source began to crack during 10 minute setting phase. Cranial defect was in temporal region of cranium. Once the cement cracked, there was multiple efforts to "spackle" over the defect to counter the cracking bone source. All attempts failed. Bone source was removed 25 minutes after it was initially applied. There was no adverse consequence for the patient.